Manufacturer narrative:
Continuation of d10: product ID 6935m62 lot# serial# (B)(6) implanted: (B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient 15 days after their device changeout that their ¿new generator isn¿t working quite right, it¿s not synchronizing with my heartbeat.¿ the patient also reported that around their implant site it was swollen, sore, red, and ¿there is puss.¿ additionally, ¿one lead is not coordinating with their heart¿ and they were ¿having trouble breathing.¿ the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was informed by the doctor that their heart needed an additional lead for support. Five months later, the ICD was explanted and replaced due to system upgrade/medical judgement and an right atrial (ra) lead was implanted.